Event description:
As reported by the district manager; the physician gained access into the jugular vein and they were pre-telescoping for a perma cath. As they advanced the wire into the sheath, the catheter broke off approximately 1 inch from the hub. Additional access was gained into the jugular, femoral veins and the physician was able to snare the remains of the catheter. Another micropuncture transitionless access set was used and they completed the procedure. No foreign object remained in the pt. From the info provided by the reporter, the pt did not have any permanent damage due to this event.

Manufacturer narrative:
(B)(4). One device was returned in a used and separated manner. An examination revealed the catheter shaft of the outer (4.0 fr) catheter was separated near the device hub. The material around the separated region appeared slightly narrowed in diameter and elongated which suggests that the catheter may have fractured due to excessive tensile load. Additionally, the separated distal portion of the catheter shaft was flattened for approximately 6 cm and severely kinked approximately 1.7 cm from the distal tip. Per quality control specification, the type and outside diameter of tubing for the inner and outer catheters is confirmed as well as the surface of the catheter is verified to be smooth and clean, free of excessive dents and kinks. It is also confirmed the surface is clean and free of imperfections and the dimensions of the inner and outer diameters at a level one inspection level. We are unable to determine the exact root cause for the failure, but it is possible the device experienced tensile forces beyond the design due to scarring or the pt's anatomy. We are continuing to monitor for similar complaints and have notified the appropriate personnel. Per the quality engineering risk assessment, no further mitigating action is necessary at this time.